Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No unexpected no delivery alarms were noted. The low reservoir feature worked properly. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at display window corners and minor scratches on the display window.

Event description:
The customer reported that he was not getting alarm when he missed bolus. Found in the history that there was low reservoir and a no delivery alarm. Customer declined to troubleshoot. Customer reported that the buttons were not working. Unable to troubleshoot due to buttons were sticking. Customer's blood glucose was 215 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.